Event description:
It was reported that the system monitor showed no information when connected to the power module and in use on a patient. The system monitor was turned off and back on again, but the issue was not resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported screen issue with the heartmate system monitor was not confirmed. The heartmate system monitor (serial #: (B)(6)) was serviced at the abbott european distribution center (edc) and no log files were submitted. The system monitor was found to be in good condition and was able to boot up as intended. The reported event was not reproduced. The system was able to pass all stages of testing. The unit was placed in the abbott rental pool after testing. The root cause of the reported event was unable to be determined in this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial#:(B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.